Manufacturer narrative:
Medical device lot #: 8011153 was reported but is not valid for this product. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one unspecified bd¿ catheter has been found experiencing leakage during use. The following has been provided by the initial reporter: the patient was given a closed intravenous indwelling needle because of nephritis, and the piston was flushed out of the indwelling needle connector when the indwelling needle was injected with enhanced CT. The bd indwelling needle was replaced immediately without the above situation.

Event description:
It has been reported that one unspecified bd¿ catheter has been found experiencing leakage during use. The following has been provided by the initial reporter: the patient was given a closed intravenous indwelling needle because of nephritis, and the piston was flushed out of the indwelling needle connector when the indwelling needle was injected with enhanced CT. The bd indwelling needle was replaced immediately without the above situation.

Manufacturer narrative:
Investigation summary: a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event. The lot number provided could not be associated with any of the products manufactured by bd. Since a valid lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event.